Event description:
The customer reported the generation of false sodium and chloride patient results with quality control issues on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed air in the reference solution tubing and found buildup of dried solution on the reference solution bottle top threads where the tubing screws onto it, and damaged tubing. The fse cleaned the bottle top threads and replaced ptfe type b tubing, ptfe type a tubing and anti-static brushes to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).